Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was staying illuminated longer than intended and subsequently, the pump battery was depleting quickly, resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.